Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 25-jun-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8945944). The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that before an endovascular embolization procedure targeting an anterior cerebral artery aneurysm, the packaging of the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 8945944) and the stent component were inspected and found to be in good condition. During the procedure, it was reported that the stent was impeded in the distal end of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x) and could not pass through the microcatheter. The physician retracted only the stent and found that the stent was kinked / bent. The physician replaced it with a new 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712) and completed the procedure using the same original 150cm x 5cm prowler select plus microcatheter. There was no report of any negative impact to the patient. On 09-jun-2025, additional information was received. The additional information confirmed the procedure was targeting an aneurysm on the anterior cerebral artery. An adequate continuous flush was maintained through the microcatheter; it was confirmed that the microcatheter used was a 150cm x 5cm prowler select plus microcatheter (606s255x). There had been no resistance during the advancement of the stent. When the stent was removed from the patient, it was still on the delivery wire. The additional information confirmed that the replacement stent was another 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712). There was no clinically significant delay in the procedure due to the reported issue.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 37mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. It was noted that only the proximal end of a competitor (unspecified brand) microcatheter was returned. The concomitant 150cm x 5cm prowler select plus microcatheter was not returned. The delivery wire and introducer were not returned. The struts of the stent component were observed protruding from the luer hub of the microcatheter. The stent was retrieved, and two of the struts of one end of the stent were found bent. One of the struts was also broken. No other structural damage was found. The stent was fully expanded, and both ends were noted to be completely flared. While the impeded condition of the stent cannot be fully assessed due to its detached state, the observed damages suggest that the stent component may have been subjected to certain manipulations that may have led to the disengaged condition from the delivery wire. This ultimately resulted in bent and broken struts. Additionally, clinical and procedural factors, such as device handling and the operator's technique, may have contributed to the reported failure. There is no indication that the issues reported in the complaint are a result of a defect inherently related to the enterprise device. The delivery wire and introducer components might have gotten lost sometime during the post-operative handling of the device. If additional information or components are received at a later time, this investigation will be reassessed accordingly. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8945944). The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. In addition, devices undergo 100% inspection at different points during the manufacturing process to prevent damaged devices from leaving the facility. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. If resistance is felt while recapturing the stent, do not continue to recapture the device. Withdraw the infusion catheter slightly to unsheathe the stent (without exceeding the recapture limit) and then attempt to recapture the stent again. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: the manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.